Event description:
It was reported that prior to implant, the new ICD could not be interrogated. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found that the cause of the anomaly was caused by a programming error.